Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery due to poor retention issue (specific date not reported). The implanted device remains.